Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had difficulty with walking over the past couple of years (specific date of when this began was unknown). The patient stated the issue was progressing in the past several months and their doctors did not think it was related to their ins/therapy but they were recommending that the patient have their device checked. The patient stated that they could not feel stimulation on the right side since 2019 (the patient stated it's been a couple of months). Patient was not sure if they were feeling stimulation on the right side because of the issue with walking. The patient stated that they had a couple of falls about a month ago and they had an auto accident 1.5 to 2 years ago that knocked them unconscious for a couple of minutes. The patient had an appointment tomorrow with a neurologist regarding the issue with walking. The patient wanted to see if a field representative could be contacted to be at the appointment to check their ins. It was indicated that a motor vehicle accident and fall could be related to the issue. The patient was redirected to follow up with their hcp. An email was also sent out on the patient¿s behalf to local manufacturer representative (rep). A rep replied indicating that they would be meeting with the patient tomorrow. The event of the patient not feeling stimulation on the right side had been occurring for a couple of months (2019). No further complications were reported/anticipated. On 2019-nov-07 (rep): additional information was received from a manufacturer representative (rep) reporting that the impedance check showed an open circuit on 4 electrodes. It was reported that the rep programmed around those electrodes and were able to get coverage the patient was happy with. The patient was not sure the therapy was helping yet or not. It was reported that their issue with walking was due to their neuropathy in their feet. The patient was trying a new program and would contact them if the reprogramming was unsuccessful. No further complications were reported/anticipated.